Event description:
The following has been reported: the agilia mc equipment had a short circuit in the pump plug, the equipment was in use when the incident occurred. A local fk medical equipment engineer visited the site to investigate the case and review the equipment. Summary of key findings: the outlet where the infusion pump was short-circuited (in room 412 on the 4th floor) has deficiencies in the grounding and in the operating voltages of live-to-ground and neutral-ground. Traces of medication were found inside the infusion pump on various components of the equipment, including in the vicinity of the power card. The equipment was repaired. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.